Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. Original device history record (DHR) is no longer applicable as device was manufactured in 2016. Last service is deemed unrelated. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed a bent microswitch, dirty and cracked enclosure, cracked water tank cover, worn line cord and missing reflux plug. During functional testing using the reported issue was duplicated, the microswitch was bent. The root cause of the problem was related to customer induced damage. Replaced microswitch assembly.

Event description:
It was reported that the device had a damaged internal switch. No patient injury was reported.